Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: there were no visual anomalies noted on the returned driver. Functional/performance evaluation: the driver passed all functional testing at the 22mm and 15mm positions and the driver also passed all force testing. The reported event could not be replicated. All small springs and screws were replaced as a preventative measure. The device was cleaned, lubricated and returned to the customer. Medical records review: no medical records were provided; therefore, a medical record review was no performed. Image/photo review: no images/ photos were provided; therefore, a image review was not performed. Conclusion: the investigation is unconfirmed for self-activation, as the device functioned as intended, and the reported issue could not be replicated. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to this event. Labeling review: the current IFU (instructions for use) states: precautions: never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury. Inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: magnum biopsy instrument preparation: energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both sleds are fully engaged. Notice the status indicator is now red. Test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. Warning: when the safety lever is in the "f" position, the instrument is ready to fire. Care should be taken not to inadvertently depress the trigger and fire the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy into normal density tissue, the device allegedly self activated outside of the patient while preparing for the second sample sequence. It was further reported that the procedure was completed with another device and it was unknown if a coaxial was used. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The serial number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy into normal density tissue, the device allegedly self activated outside of the patient while preparing for the second sample sequence. It was further reported that the procedure was completed with another device and it was unknown if a coaxial was used. There was no reported patient injury.